Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead triggered an out of range rv defibrillation impedance alert and a chronic slow increase in rv defibrillation impedance was observed. The impedance alert was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.